Event description:
The site communicated that the patient was actually transplanted on (B)(6) 2020.

Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report number # 2916596-2020-05524. The investigation results will be reported under manufacturer report number # 2916596-2020-05524.

Manufacturer narrative:
The patient was admitted (B)(6) 2020 for driveline infection as referenced in manufacturer report number #2916596-2021-04978. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) was removed on (B)(6) 2021 because the patient was transplanted due to infection.